Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. Interventional ultrasound was performed. The lesion was predilated using a 20mm x 20mm unspecified balloon catheter. Then a 3.50mm x 24mm promus element plus stent was advanced but was unable to cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual examination of the returned device revealed distal stent damage. Stents were misaligned. A visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).